Manufacturer narrative:
On 03aug2017 it was learned that the user facility discarded the reported aes-90sc probe on the day of the alleged malfunction. An engineer advised that localized melting of the ceramic can occur when the probe comes in contact with or is used in close proximity to the metal arthroscope, which causes discoloration. However, due to the device being discarded, the complaint was not verified and a root cause cannot be determined. A review of the device history record found no abnormalities that would cause or contribute to this alleged issue. A two-year review of complaint history revealed 29 similar reports for this device family. In that same timeframe, (B)(4) units have been manufactured and sold worldwide, making the rate of occurrence of failure (B)(4) percent. A risk assessment was conducted and concluded as acceptable. The instructions for use advise the customer of the following. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. This complaint will continue to be monitored through the complaint system.

Manufacturer narrative:
At this time we are still anticipating return of the probe. A supplemental and final report will be filed upon the completion of the device evaluation and complaint investigation.

Event description:
The sales representative reported that the arthroscopic energy 90 degree probe with suction was used during a rotator cuff repair. While using standard settings of 3-ablate and 2-coag and activating the probe in short bursts for no longer than 15 seconds, the ceramic head began to melt away to where the layer underneath the ceramic was visible. Other than a reported 10-minute delay, the procedure was completed with no injury to the patient. This incident is being reported as a malfunction with potential for patient injury with recurrence.